Manufacturer narrative:
Product analysis: the valves remain implanted; therefore, no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, into a native aortic valve with a mean diameter of 26mm, a transesophageal echocardiogram (tee) noted severe aortic insufficiency. A post-implant balloon aortic valvuloplasty (bav) was performed with a 25mm non-medtronic balloon, which decreased the aortic insufficiency to moderate-severe. A second bav with a 26mm non-medtronic balloon was performed with no change to the aortic insufficiency. Subsequently, a second 34mm transcatheter bioprosthetic valve was implanted 2mm below the first valve. A final tee showed no remaining aortic insufficiency. As reported, the first valve was too small and annular calcification was present under the native non-coronary cusp extending into the left ventricular outflow tract (lvot). No additional adverse patient effects were reported.